Manufacturer narrative:
Multiple patient was involved. Implantation date unknown. This report is for an unk - plates: cmf/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: albert m, nagib r, ursulescu a, franke ufw (2019), total arterial myocardial revascularization using bilateral internal mammary arteries and the role of postoperative sternal stabilization to reduce wound infections in a large cohort study, interactive cardiovascular and thoracic surgery, pages 1-6, (germany). This retrospective study compared the wound complications after bilateral internal mammary artery (ima) grafting and the use of a prothorax vest. The end points of this retrospective study were the incidence of wound infections according to the use of the vest, the onset of the infection, how many wound revisions were needed until wound closure and the overall length of stay because of the site infection. Between april 2015 and may 2017, 1613 patients (mean age of 69.1 years, 1357 males) received total arterial myocardial revascularization using bilateral internal mammary artery via a median sternotomy. The prothorax support vest was used from the second postoperative day. These patients were compared with 1667 patients (mean age of 68.9 years, 1407 males) operated on via the same access in the preceding 26 months from february 2013 until march 2015, which served as the control group. All patients underwent the sternum-closure procedure using 8 unknown sternal wire sutures with a competitor¿s gentamycin collagen implant placed on top of the wires, followed by the standard 3-layer skin closure. For this study, wound infection is defined as a condition that needs a surgical revision. Patients with wound infection underwent revision with complete necrotomy and removal of all visible sternal wires. A vacuum dressing is put and changed every 4 days. As soon as the wound condition was sterile without necrosis, the wound was closed, using either a pectoral muscle plastic or an omentum plastic. If the sternal wires had been removed previously and the sternum was unstable or dehiscent, osteosynthesis using unknown synthes sternal plates and screws was performed. The authors did not specify which patients revised with the unknown synthes sternal plates and screws who underwent another revision. Thus, complications will be reported as follows: (posthorax vest). A total of 7 patients had surgical site infections with a mean of 4.9 number of multiple wound revisions per patient. (No vest). A total of 32 patients had surgical site infections with a mean of 5.1 number of multiple wound revisions per patient. This report is for the unknown synthes sternal plates and screws. This is report 2 of 2 for (B)(4).